Event description:
It was reported via repair work order that the arm/side of the recliner was broken off. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.